Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose over 600 mg/dl. Customer went to the emergency room and had tests done and treated with IV and manual injection. She was treated and released. It was found that the cannula was not inserted in the customer's body. Customer declined troubleshooting.